Event description:
Customer reported a blank display on the insulin pump. Customer also stated that they received several error alarms including a motor error alarm during basal. Customer's current blood glucose reading is 331 mg/dl. No further information reported.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery, off no power, or battery out limit alarms noted. Unit passed displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No motor error alarm noted. Motor passed motor test. Unable to prime during prime/a33 test due to faulty fsr (gold). No unexpected auto off alarm noted during testing. Unit received with scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.